Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 295 (mg/dl) and diabetic ketoacidosis. A pump system check showed the pump was performing as expected. Reportedly, the contact believes the cartridge was leaking and this led to the elevated bg levels despite no issues seen with the cartridge during system check. A bolus was delivered to address bg levels prior to hospitalization. While hospitalized, the customer was treated with intravenous insulin and fluids. The customer was released (B)(6) 2016.